Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records. Revision op note demonstrated that the patient was revised due to metallosis. External rotators were detached from the greater trochanter. Metal wear debris synovitis was found over the greater trochanter. Trial to remove magnum head with an offset impactor failed d/t cold weld of neck adapter into stem trunnion. Midas rex carbide wheel used to separate head from neck adaptor. Once appropriate clearing of metal achieved, osteotome inserted and by vibration, cold weld was separated and head easily removed. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: part: us157860, m2a-magnum pf cup 60odx54id, lot: 193170; part: 157454, m2a-magnum mod hd sz 54mm, lot: 630530; part: 139264, m2a-magnum 52-60mm tpr insrt-6, lot: 134520; part: x12-171314, integral/x por red prox 14mm, lot: 401630; part: 800-1003a, gps 111 single kit, lot: 006390. Multiple MDR reports were filed for this event, please see associated reports: cup: 0001825034-2019-02995, head: 0001825034-2019-02996, taper: 0001825034-2019-02998, stem: 0001825034-2019-02999.

Event description:
It was reported that a patient underwent right total hip arthroplasty, subsequently the patient underwent a revision procedure nine years later due to patient allegations of metal wear debris synovitis was found throughout the joint space. Patient's operative reports indicated that the external rotators were detached from the greater trochanter. Further, there was a large amount of clear fluid emerging from the joint and metal wear debris synovitis was found over the greater trochanter. The surgeon attempted to remove the head; however, the taper adapter was cold-welded to the stem. After further attempts, the head was able to be removed and there was no signs of trunnionosis. Attempts have been made and no further information has been provided.